Event description:
Caller indicated the relion confirm meter was giving variable readings. Caller got readings of 22 and 158 within 10 mins. Proper technique and control solution in range. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter lcd cover was scratched. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No performance failure detected.